Event description:
It was reported that, "surgeon performed distal clavical resection on pt's left shoulder. Minimal electrosurgery was on the adult male pt. The pt was not obese, had what appeared to be normal skin without excessive hair, and was within the weight range of the pad. At the end of the procedure, the pad was removed and the pt's skin looked normal to two of the staff. In the recovery room the pt stated that he had aching in his left thigh. The pacu nurse removed the blanket and noticed a reddened area approx 2" x 4" on the right thigh in the location the pad was placed. A smaller area, approx 2cm x 4cm and blistered over the next short while and ended up being what was described as a third degree burn. The pad was placed on the left thigh with the long edge perpendicular to the leg and facing the surgical site of the occurrence was located close to the medial and proximal pad edges, opposite the cord which connected to the lateral edge of the pad.

Manufacturer narrative:
The actual device was not available to be returned. No lot code was reported so the device history records cannot be reviewed. Due to the inconsistencies and conflicting data given to us to date, we are awaiting clarification of said data, at which time a supplemental report will be filed with the clarified info. We have contacted the reporter for clarification of the "left", "right" location description.